Event description:
It was reported the patient was attempting to get out of her vcpkgivc-1633 bed when the right bed rail gave way. The patient fell out of the bed and hit her head. The paramedics were called and responded accordingly. Although there were no immediately visible abrasions or bruises, the patient complained of head pain. No further patient complications were reported as a result of this event.